Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the patients right ventricular (rv) lead had triggered lead integrity alert (lia) for high levels of impedance. The superior vena cava (svc) shock polarity was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.